Event description:
It was reported that on or about (B)(6) 2009 the plaintiff was implanted with a sparc sling to treat her stress urinary incontinence and other injuries." It was alleged by the plaintiff's attorney that as a result of having the product implanted the "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff has undergone "medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.